Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock post an unrelated left ventricular assist device (lvad) procedure. Review of the episode noted oversensing of noise and varying amplitude morphology measurements. Troubleshooting options were provided to the field and the s-ICD remains in service. No adverse patient effects were reported.